Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. We were unable to perform the functional test, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump had a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during a bolus attempt. The patient's blood glucose at the time of incident was 164 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. Additionally, the customer mentioned that she had a steroid shot that raised her blood glucose to 502 mg/dl, which she treated with insulin pump boluses. The insulin pump was returned for analysis due to the button error alarm and a replacement device was shipped to the customer.